Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two right ventricular (rv) leads removed. One rv lead exhibited unstable thresholds and had fractured. This lead was partially explanted and replaced. The other rv lead had insulation damage and had fractured which resulted in inappropriate therapy to the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.